Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that the testing that was performed was defibrillation threshold (dft) testing. It was noted that the patient is currently scheduled for an rv lead replacement procedure in approximately two months, the patient is currently wearing a lifevest and has had no adverse effects. In addition, it was noted that the ICD device has 2.5 years of longevity remaining and there was no mention at this point of replacing the ICD device at the time of rv lead replacement. The products remain in-service at this time. There have been no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The device remains in service so laboratory analysis could not be conducted at this time. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information did not identify a specific complaint cause. As a result, it was concluded at this time that unknown factors most probably contributed to the event. If information is provided in the future, an additional supplemental report will be issued.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The shock impedance was noted to be back within the normal specification range the next day. Boston scientific technical services explained to the healthcare provider that the device tones will continue, and no additional shock impedance alerts will be received until the device is interrogated. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv shock impedance trend is showing a subsequent gradual rise into the 160 ohm to 176 ohm range, which is high out of range. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that shock impedance measurements greater than 145 ohms will result in truncated energy delivery during a device shock. Ts provided guidance to consider performing a commanded maximum energy shock test to determine the actual shock impedance value. Ts stated it is likely that a rv lead replacement will be required. The hcp indicated that they understand and will be discussing this with the electrophysiologist. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a different hcp from a different healthcare facility (hcf) subsequently contacted ts about this patient, who is a new patient to them. The patient noted they have had chronically high shock impedance measurements and the hcp asked at what shock impedance value should they be concerned. Ts reviewed shock impedance trend data and noted the rv lead coil to device can vector is now exhibiting shock impedance measurements greater than 200 ohms and the rise in impedance has been gradual over the last year from 181 ohms approximately one year ago. Ts discussed the potential for truncation of shock energy when shock impedance is greater than 145 ohms with delivered shock therapy. Ts indicated that at a minimum, the recommendation is to perform a commanded maximum energy 41 joule shock test to determine what the shock impedance is with shock therapy delivery. It was noted that the patient had two 5 joule commanded shocks delivered approximately 13 months ago with impedance measurements of 97 ohms and 99 ohms, respectively. Ts explained it is typically recommended to use 41 joule shocks, so they were not sure why 5 joule shocks were used. Ts noted it is the physicians discretion on whether they continue to monitor or perform additional testing. The products remain in-service. No additional adverse patient effects were reported. Additional information was received that during testing for high out of range shock impedance measurements greater than 200 ohms on this ICD system, a code 1005 was observed. A code 1005 is an open circuit condition detected during a delivered device shock. It was noted that this patient will be fitted with a life vest and scheduled for an implanted product extraction procedure. The products remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that the testing that was performed was defibrillation threshold (dft) testing. It was noted that the patient is currently scheduled for an rv lead replacement procedure in approximately two months, the patient is currently wearing a lifevest and has had no adverse effects. In addition, it was noted that the ICD device has 2.5 years of longevity remaining and there was no mention at this point of replacing the ICD device at the time of rv lead replacement. The products remain in-service at this time. There have been no additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.